Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the pump had been used from july 5. On july 10 at 14:16, the code 26 alarm went off. The alarm sound stopped by pushing the reset button, but it went off again after 20 - 30 min. There was a turbid liquid about 1/3 in the bottle. The liquid was drained, but the alarm went off again. About 3 mm of liquid accumulated in 3 hours after the liquid was drained. The catheter was operating without any problems. At 15:13, blood came into the catheter. The pump was replaced with a new one". Additional received stated that the catheter was a non-teleflex device. Patient condition "unknown" at time of report.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "alarm went off" is not able to be confirmed. The sample and recorder strip was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the pump had been used from july 5. On july 10 at 14:16, the code 26 alarm went off. The alarm sound stopped by pushing the reset button, but it went off again after 20 - 30 min. There was a turbid liquid about 1/3 in the bottle. The liquid was drained, but the alarm went off again. About 3 mm of liquid accumulated in 3 hours after the liquid was drained. The catheter was operating without any problems. At 15:13, blood came into the catheter. The pump was replaced with a new one". Additional received stated that the catheter was a non-teleflex device. Patient condition "unknown" at time of report.